Event description:
During the time the pt was on bypass, (running on internal 80 beats per minute while in bypass surgery), the nurse tried to switch to trigger on a/p, but the pump would go on 1:2 and 205/mm pressure instead on 105mm pressure. The pt was transferred to another pump without complication.